Manufacturer narrative:
(B)(4). E1: (B)(6). G2 foreign: poland. The device has not yet been evaluated on site; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an initial rosa cementless vanguard ps was performed with unknown intra-operative problem. On the post-operative x-ray, a collapse of the medial plateau was seen and a revision was planned. Due diligence is in progress for this event; at this time no additional information has been provided.